Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer continued to use the pump for insulin therapy. It was reported that the customer experienced elevated blood glucose (bg) levels of 535 mg/dl; cause was not known. The customer administered a manual injection to address bg level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.